Manufacturer narrative:
The device was returned and evaluated. Product evaluation results were within specification and met the established criteria and concluded that no product defect was found. A review of the manufacturing records concluded that the product was manufactured, packaged and released according to global specifications. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A retailer reported that a consumer felt discomfort in the right eye while wearing the contact lens. The consumer then visited an optician where they removed the lens themselves and immediately felt pain, had eye redness and swelling of the eye lid. The consumer visited the ophthalmic emergency room and was diagnosed with a central corneal ulcer facing the center of the pupil. Consumer received an unknown treatment and is recovering.